Manufacturer narrative:
The device was received undeployed. The download data from the device showed that the pod ran for 59 pulses and was deactivated at the end of second prime. The data contained a decrease in pulse width values in conjunction with the rotational sensor failing to transition towards the end of the pod's runtime, indicating a failure to detent drive stall. An additional hook switch spring was observed behind the ratchet gear. During pod rerun, the ratchet gear failed to rotate even though the hook talons were observed to be moving. Drive resistance was noted during manual rotation of the ratchet gear, and it was observed that the additional hook switch spring was preventing the ratchet gear from rotating normally. The additional spring resulted in the failure to detent drive stall. This drive stall prevented the needle mechanism from deploying during second prime. No other damages or defects were found with the drive mechanism. The needle deployed as intended through manual rotation of the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.